Event description:
It was reported that a patient presented with high capture thresholds and low sensing noted on the right atrial lead. Lead dislodgement was suspected. Further examination was planned. No adverse patient consequences were reported.